Event description:
Device malfunction: proximal shaft separation. Time of device malfunction: during the procedure. Adverse event: none. It was reported that during an unknown stenting procedure, the physician was advancing the xience v stent system (sds) in a non-abbott guiding catheter. Resistance was felt going up over the aortic arch. The physician attempted to push the sds around the bend and in doing so, the proximal part of the stent delivery catheter kinked. The physician attempted to straighten the kink, but the shaft broke in two pieces. The distal part of the stent delivery system was easily retrieved from the vasculature without intervention. The procedure was completed using a non-abbott stent. There were no reported pt effects.

Manufacturer narrative:
(B)(4). (Against resistance). (B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with all relevant info.